Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Insulin pump received multiple pump error alarms. Customer¿s blood glucose reading at the time of the incident was 542 mg/dl. Infusion set had a leak. It was unknown whether customer used auto mode at the time of event. Troubleshooting was not performed. The device will not be returned for analysis. No further patient complications were reported. Frn-mmt-332-rsvr, unomed set.